Event description:
It was reported that the user experienced pain at the infusion site and an insulin occlusion alert on the ilet system while using a contact detach infusion set with a reported blood glucose of 246 mg/dl; the site was removed with no bent needle, leakage, or bleeding observed, and insulin delivery resumed after the set was changed, with improved comfort and resolution of the alert. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler and a deformation problem, consistent with an occlusion that resolved after supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user was advised to monitor blood glucose for approximately 90 minutes to confirm return to range.